Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The saber 3 mm x 30 cm 150 cm balloon catheter (bc) had a pinhole on the balloon. The device was removed and the procedure was completed successfully with another saber balloon. There was no patient injury. Additional information was received and the device was prepped according to the instruction for use (IFU) with no difficulty or defects noted. The pin hole was noticed when the device was used in the patient. The device was returned for analysis. One non sterile saber 3 mm x 30 cm 150 cm bc was returned. Per visual analysis the balloon had been inflated. The hub was noted to be cracked. No other anomalies were noted in the returned device. Functional analysis could not be performed due to the condition of the unit. Per sem analysis the crack passed through the full thickness of the hub. Transversal view of the fractured section of the hub showed a pattern that shows a plastic deformation commonly found on tensile fractured surfaces. No other anomalies were found during sem analysis. A device history record (DHR) review of lot 17457353 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed through analysis of the returned device. However a hub crack was confirmed through analysis of the returned device. The exact cause of the crack could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the crack as evidenced by a pattern of plastic deformation during analysis which suggests excessive force was applied to the hub at some point. According to the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the saber 3mm 30cm 150 had a pin hole on the balloon. There were no patient injury.